Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a 24 hour infusion of combined chemotherapy medications, (doxorubicin, vincristine, and etoposide), the filter began to leak. The filter had been in use for 21 hours.